Manufacturer narrative:
Replaced the defective bellows housing to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The distributor reported that, during pre-use checkout, there was leakage in bellow assembly. The mechanical ventilation was not available. There was no reported patient involvement.